Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("medical device removal") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included congenital neutropenia and endometriosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 3 years 7 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("tiredness"), weight increased ("weight gain") and adverse event ("non-specific symptoms"). The patient was treated with surgery (bilateral salpingectomy ). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, fatigue, weight increased and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, fatigue, medical device removal and weight increased with essure. The reporter commented: the patient connected the events to essure, which was removed by patient's request. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("medical device removal") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included congenital neutropenia and endometriosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced fatigue ("tiredness") and adverse event ("non-specific symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, fatigue, weight increased and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, fatigue, medical device removal and weight increased with essure. The reporter commented: the patient connected the events to essure, which was removed by patient's request. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.